Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy. The device broke after partially firing. There was poor staple formation as well. The patient stayed in the hospital for an extra two days because there was a leak in the staple line. Another device was used to correct the condition. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) conducted an evaluation of two handles, opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. Visual inspection of the first handle noted that the handles rotation collar was disengaged. The two halves of the rotation collar were separated from the instrument and not received for evaluation. Additionally, the handle body was separating at the seam. Engineering evaluation noted that the instrument body exhibited evidence of a proper weld. Due to the noted condition no functional testing was performed. Engineering determined that the separation in the instrument body suggests that the instrument was mishandled during use. Initial visual inspection of the second handle found no abnormalities. Functionally, the instrument was loaded with a pmv representative reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the broken handle and sheared teeth on the firing rack . A review of the handle device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information: concomitant medical products, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Corrected data: reported lot number, expiration date and manufacture date are for concomitant device. Lot number for endo gia* universal 12mm single use inst is not available.